Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operation room for a device upgrade. During the procedure, it was noted that the stylet became stuck in the left ventricular lead. The physician was attempting to access a deeper vessel and after flushing the lead and exchanging wires it was noted that the tip of the stylet had become stuck. The proximal end of the lead became cinched and had an accordion appearance. The lead and stylet were removed and not used and the lead was replaced. The patent was stable throughout the procedure.